Event description:
The user facility reported that they observed smoke emitting from their medisafe sonic irrigator pcf. It was reported that a towel near the unit caught on fire and fell behind the unit. The fire department was dispatched, and the fire was extinguished. No report of injury.

Manufacturer narrative:
The investigation of the subject event is in process. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The user facility elected to have a third party-service provider inspect and repair their medisafe sonic irrigator pcf. Steris has made several requests to obtain additional information regarding the reported event; however, to date the user facility has not responded. As steris has not been able to inspect the unit, a root cause of the reported event could not be determined. A follow-up MDR will be submitted should additional information become available. No additional issues have been reported.